Manufacturer narrative:
The account replaced both head section gas springs and the release weldment to resolve the issue.

Event description:
The account alleged the head section will not lower. No patient impact.